Event description:
The customer reported the generation of erroneous high patient results for creatinine (crea), glucose (glu), cholesterol (chol) and ldl cholesterol (ldl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed that customer had modified onboard stability of reagents. Fse corrected stability of reagent and set up maintenance. Fse cleaned probes, mixers, wells and replaced the peristaltic pump, replaced expired reagents, calibrated and performed quality control (qc). Fse indicated that replacement of the peristaltic pump resolved the issue. The probable cause is identified as a defective peristaltic pump as a result of use error. System performance was verified and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).